Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module and driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module and driver pcb. In addition, we confirmed that the operation channel leaky, the objective gluing missing, the ift leaky, the lg cable connector corroded, the remote button defect, the air/water nozzle loosened and the electrical connector fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
Hold at 2.25 the time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).